Manufacturer narrative:
(B)(4). Approximate age of device ¿ 41 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s evaluation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was discharged to home on (B)(6). On (B)(6) 2017, the patient reported ¿the worst headache of their life,¿ with nausea and vomiting. The patient was diagnosed with a right subdural hematoma with transtentorial and subfalcine herniation, and was admitted. The patient underwent a right craniotomy for evacuation of a subdural hematoma. On (B)(6) 2017 the patient was discharged to a rehabilitation facility for inpatient rehabilitation. On (B)(6) 2017, the patient was transferred to the implanting center with fevers and altered mental status. The patient was diagnosed with a non-lvad related bacteremia, and was treated with intravenous vancomycin and zosyn. On (B)(6) 2017, it was reported that the patient remained hospitalized.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported subdural hematoma could not be conclusively determined. The instructions for use lists stroke, bleeding and neurologic dysfunction as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.